Event description:
It was reported that, during an implant procedure, a pacing lead was visually bent at the distal end. The physician elected not to use the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was received with the proximal end connector pin bent. (B)(4).